Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of non-dehp micro-volume extension set was broken. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.